Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of five devices. The visual inspection of the returned products noted: the trocar balloons, lock collars, valve seals and doors appeared to be intact. The obturators were received. The inflation syringes were received. Pmv performed functional testing: the balloons were inflated; no leaks detected. The balloons deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, they have tried to inflate the devices, but the balloon did not work. So they gave total of 5 devices. All of it were in the same box. There is no patient involvement.